Event description:
Procedure type: esophagectomy. According to the reporter: during activation the active cutting blade broke off during dissection. The active blade broke off internally and the surgeon retrieved the piece. Caused no issues for the patient. There was no tissue damage. There was no blood loss more than 250cc. Operative time was not extended over thirty minutes. A new device was opened to complete the case and the procedure continued normally.

Manufacturer narrative:
(B)(4).